Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 476 mg/dl at the time of the event and was treated with a manual injection/insulin pen for the high blood glucose. The customer had no symptoms reported related to their high blood glucose. It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 476.00 mg/dl while sensor glucose value was 50.0 mg/dl. The event involved product(s) mmt-7040ma. The sensor was worn for fewer than 4 days. User also got a sensor updating alert and change sensor alert. Customer was advised sensor may no longer be responding to glucose changes, most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Troubleshooting was performed and the auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. No product return is expected for mmt-7040ma.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. The device was returned and analyzed. Following our receipt of the two returned used sensors and performed a visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isg readings but failed eis 1024 hz. Place sensor under microscope and found sensor gold trace damage at working and counter electrode. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Submerged sensor under different levels of glucose and sensor passed with accurate readings but failed eis readings. Found sensor flex damage at the gold trace working and reference electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.